Manufacturer narrative:
Initial and final MDR (B)(4) MDR - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered four infusion set was fell off during use on (B)(6) 2024. The infusion set was used for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.